Event description:
Following an open heart procedure a potential breach in sterility of the operating equipment was identified a very small perforation was discovered in the sterile barrier that contained the iced saline for the procedure.